Event description:
The patient was revised because the glenosphere was never fully impacted down in primary causing it to loosen and spin. During the revision, a locking screw broke upon removal causing an extra 3 hours delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the glenosphere part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the screw was unavailable. Provided information states the glenosphere was never fully impacted down in primary causing it to loosen and spin; locking screw broke on removal. Follow correspondence with the sales rep found the cause is surgeon error and not product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.